Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the needle detached from the housing was confirmed, but the cause could not be determined from the sample evaluation. One ez huber infusion set without a y-site and with a yellow clamp was returned for investigation. The condition of returned sample matched the event description, but the sample did not match the implicated product code. The reported product code was for a 19g x 3/4" ez huber infusion set with needleless y-injection site. Based on the clamp color, a 20g ez huber infusion set without y-site was returned for investigation. The needle was not attached to the housing and was not returned for investigation. Evidence of use was observed on the sample. An injection cap was attached to the luer hub and tape residue was observed on the external surface of the extension set tubing. The bio-bag was received extended away from the needle housing. The bio-bag was cut away from the needle housing. A microscopic examination of the adhesive revealed nothing remarkable. Adhesive coverage within the needle housing appeared to be uniform and complete. Nothing remarkable was observed on the adhesive fillet that had formed around the needle. The needle housing was bisected and nothing remarkable was observed on the adhesive coverage. An edge at the proximal end of the adhesive and the surface texture of the adhesive indicated that the needle was fully inserted within the housing. Since it appeared that the needle was properly assembled within the needle housing, the cause of the detachment was unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the nurse attempted to de-access port and safety needle, and upon de-access, needle became detached from hub. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported the nurse attempted to de-access port and safety needle, and upon de-access, needle became detached from hub. No patient harm was reported.